Event description:
It was reported that the atrial lead polarity switched from bipolar to unipolar, due to low impedance. It was also noted that the lead impedance in unipolar configuration was higher than in bipolar, and multiple atrial high rate episodes were collected by the device after the lead polarity switched to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.